Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and stretched/bent and no blood/tissue in the helix assembly housing. Visual and x-ray examination of the helix mechanism found stretched/bent of the helix that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix stretched/bent at the helix region consistent with procedure damaged. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular lead failed to extend. The lead was not used and replaced during procedure. The patient was stable.